Event description:
It was reported that the patient presented in clinic on (B)(6) 2022 noting that the fourth led on the system controller battery fuel gauge was not lighting up properly despite being connected to fully charged batteries and using newly issued clips. All four battery lights were reported to illuminate when a self-test was performed. Additionally, the green "pump running" led was noted to be dim. It was recommended to exchange the patient's system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim pump running led was confirmed; however, the reported event of an issue with the fourth led on the system controller battery fuel gauge was not confirmed. The system controller (B)(4) was returned for analysis and a log file was submitted for review and a log file was downloaded for review. A review of the log files showed overlapping events spanning approximately 2 days (B)(6) 2022 - (B)(6) 2022 per time stamp). There were no notable events related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. A dim pump running led was observed. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was connected to fully charged batteries and there was no issue with the fourth led observed. All four leds were lit as intended on the system controller when the battery fuel gauge button was pressed. The root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation there were incidental findings of conductor breakdown and fluid ingress in the controller power leads. The device history records were reviewed for the system controller (B)(4) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.